Manufacturer narrative:
Exact date of event is unknown. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs extension, model: 6372, UDI: (B)(4), serial: (B)(4).

Event description:
It was reported that the patient had picked at their extension boot location and exposed the wire. As a result, the patient developed an infection. It is unknown which extension contributed to this issue. The patient underwent a surgical procedure on (B)(6) 2023 during which the system was explanted to address the issue.